Event description:
New information received notes that multiple episodes of over-sensing were noted. The programming change were scheduled to be made at the patient's next in-clinic visit.

Event description:
It was reported that a patient presented with post-paced t-wave over-sensing noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were planned. The patient was stable throughout.